Event description:
A caller reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and would not respond to input. There was no adverse impact on the customer¿s blood glucose level. The customer performed a pump reset with the assistance of technical support, which resolved the issue, allowing interaction with the pump screen.